Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient allegedly obtained the same blood glucose reading of 84 mg/dl multiple times on the reported meter. Afterwards, the patient experienced the symptom of sweating. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.